Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Follow up determined that the device was explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information suggests a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 6935 implantable defibrillation lead 2009 (B)(6). (B)(4).